Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported issue.

Event description:
It was reported that when the 2.75 x 38 mm xience xpedition stent delivery system (sds) was removed from the dispenser coil, without resistance felt, it was observed that there was no stent implant on the balloon. There was no resistance felt during removal of the protective sheath from the balloon. The protective sheath was checked and there was no stent in the sheath. The sds was not used on the patient. A new sds was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.